Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported ¿replace battery¿ error on the pcu 8015 could not be identified during the customer call. Tech support recommended that the device be sent in for repair under the 7?year limited parts warranty, as the power supply processor board may be the underlying cause of the issue. Biomed confirmed they will create the repair case online. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8015 replace battery error. There was no patient involvement.